Event description:
(B)(4). According to the information received, at the opening of the basket to catch a stone, the basket separated from the rest of the instrument. The basket had to be removed from the right iliac ureter.

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.